Manufacturer narrative:
.

Event description:
The international customer reported the device alarmed and displayed error code 1007 when the v60 unit was started up. An issue of "a unit did not operate", occurred three consecutive times. There was no patient involvement.